Manufacturer narrative:
Customer returned insulin pump for an alleged blank display/moisture damage found on (B)(6) 2021. The insulin pump passed the active current test. No blank display noted during testing. Device was received with pump error 38 alarm during rewinding. Unable to perform displacement test due to pump error 38 alarm. High sleep current and pump error 75 alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No all power/battery alarms/alerts found in the insulin pump history files/traces on the event date ((B)(6) 2021). Device was cut open to perform visual inspection and found moisture damage on the electrical board 1 or electrical board 2 or force sensor and jammed motor gearbox.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and missing display window cover. Blank display was not confirmed. Exposed to moisture was confirmed. Pump error 38 alarm due to jammed motor gearbox. High sleep current and pump error 75 alarm due to moisture damage electronic assembly. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Insulin pump was exposed to moisture. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.